Manufacturer narrative:
Product evaluation: the complaint sample was not returned for evaluation. A photo was provided of the complaint sample. The photo shows the nozzle and the tip of the device. Two areas of potential damage are observed on top of the nozzle and tip. There appears to be a crack starting at mid-nozzle with a large aneurysm that travels past the parting line. There also appears to be an aneurysm at the tip. The damage cannot be verified due to the quality of the photo. The customer indicated the use of a specific model, 27.5 diopter. This model series non-toric lens is only qualified for a particular cartridge for the diopter range of 6.0 to 27.0. The toric series is only qualified up to the 25.0 diopter range. Based on the provided photo the cartridge appears to have damage starting mid-nozzle and at the tip of the device. This damage appears to be a crack large aneurysm in the nozzle and an aneurysm at the tip. The damage cannot be verified due to the quality of the photo. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The root cause for the damage appears to be related to a failure to follow the directions for use (dfu). The lens model/diopter indicated is not qualified for use in the cartridge. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The size of the area that appears damaged and the fact it started in the nozzle may also indicate the lens/plunger were not in a proper position for advancement. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a cartridge cracked. Additional information was requested.